Event description:
It was reported that during the procedure, the device got warm and stopped working. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
The reported device was not returned for evaluation to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was no problem found, due to no sample being returned. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.